Event description:
Same case as MFR. Report #6000118-2006-00055. It was reported that during a rotational atherectomy procedure, the distal tip of the guide wire fractured and the burr detached. The physician had unsuccessfully attempted several times to pre dilate the severely calcified and tortuous proximal circumflex lesion. The physician made several passes with the rotablator, however, the system stalled. While attempting to withdraw the system, the distal tip of the ex sup rtw guide wire detached. While attempting to retract the 1.75mm rotalink plus burr, the burr detached and remained in pt. The physician was unable to retrieve the burr and wire tip, which remain in the occluded vessel because of location. The pt was sent to surgery due to this event, and is in critical, but stable condition. It was further reported that the pt was readmitted to the hosp in 2006 for reasons unknown. Pt is still hospitalized at this time in stable condition.

Manufacturer narrative:
The wire has not been returned for analysis as of this date.